Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was received regarding a needlestick injury that occurred at the user facility. At the conclusion of an infusion the clinician activated the safety feature of the device. The device was not capture and the clinician was stuck by the exposed needle. According to user facility the clinician received treatment for blood exposure. No permanent adverse effects reported to user at this time.